Manufacturer narrative:
Summary of event: as reported by the distributor, foreign matter was found in the packaging of a roadrunner the firm lt hydrophilic wire guide. There was no patient involvement. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the unused complaint device was also conducted. The unused complaint device was returned to cook for investigation. Foreign matter was not found inside the sealed pouch. The pouch was opened; however, foreign matter was still not found. A document-based investigation evaluation was performed. A review of the device history record found no non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. Although foreign matter was not found during evaluation of the returned device, it is possible that the foreign matter fell off the package during shipment or out of the package when the pouch was opened at cook. There is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: name and address - (B)(6). Postal code: (B)(6). Phone: (B)(6). E3: occupation - regulator affairs chief. G4: PMA/510(k) # - k182985. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by the distributor, foreign matter was found in the packaging of a roadrunner the firm lt hydrophilic wire guide. There was no patient involvement.